Event description:
Pt reported she has osteoarthritis, sciatica, collapsed disc unknown date of diagnosis. Pt reported her legs locked and did not release so she went to ER; unknown date/length of stay. Pt had reaction to tymlos started feeling dizzy, went to sleep, leg was jerking a lot, could not get out of bed, confused, it took few hours for pt to feel better. Md aware/monitoring. Pt has appointment with a dermatologist because she is breaking out on chest and arms. No dates provided. Pt reported bent needle; no missed dose or adverse drug events reported; unknown if needle available for return. No further information provided. Reported to (B)(6) by pt/caregiver.